Event description:
The distributor contacted animas on (B)(6) 2013 and reported the keypad was unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up #1 08/16/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2013 with the following findings: there was no visible damage to the keypad. The up arrow button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the up, down, and contrast button contacts. Unrelated to the complaint, the pump powered on with a faded display screen. The pump display screen was replaced with a test screen and the display returned to normal. Also unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).